Event description:
On august 31, 2006, abbott point of care was contacted by a customer who reported that they observed discrepant hematocrit results when a sample was tested on the I-stat system. I-stat eg7+ cartridges lot #u06034 run on I-stat analyzer produced a hematocirt result of 30% pcv. The same sample was tested on another I-stat analyzer using the same lot number of eg7+ cartridges and produced a hematocrit result was 25% pcv. The customer reported that the same blood sample was tested on a bayer rapid point 405 analyzer and produced a hematocrit result of 26% pcv.